Manufacturer narrative:
(B)(4): no pre-dilatation. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effects.

Event description:
It was reported that post direct stenting procedure in the proximal circumflex artery with one 2.5 x 18 xience v stent and in the proximal right coronary artery with one 3.0 x 18 xience v stent, the patient experienced elevated cardiac enzymes (ck-mb and troponin I). The ECG results showed no myocardial infarction. There was no reported treatment given. The patient's condition resolved and the patient was discharged one day after the procedure. It was later learned that the patient experienced a peri-procedural, non q-wave myocardial infarction caused by the target vessel. There was no additional information provided..